Event description:
New information received notes the low frequency attenuation filter (lfa) was programmed on. No further oversensing was observed. The patient was doing well.

Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. The patient was being monitored. There were no reported patient consequences.